Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years four months and two days post port placement procedure, during port removal procedure, the catheter allegedly broke and top of it remained in the vein. It was further reported that the port was removed because it had been inaccessible for several weeks. Reportedly the catheter allegedly had several tears down the shaft. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the returned physical sample, two electronic images were provided for review. The x-ray image shows that the catheter is disconnected from the port. In the visual evaluation, partial circumferential breaks were noted on the attached catheter approximately 5.3cm and 6.6cm from the distal end of the cath-lock. A complete circumferential break was noted at the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was not returned. The edges of the first and second partial circumferential break were noted to be uneven. The edges of the complete circumferential break were noted to be uneven and the surface was noted to be granular one region and smooth on the other region. A small longitudinal split was noted at the border of the two regions. Upon infusion, leaks were observed from the partial circumferential breaks. Therefore the investigation is confirmed for the reported catheter fracture, material separation and identified dent issues. However the investigation is inconclusive for the reported blocked connection and suction issue as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years four months and two days post port placement, during the port removal procedure, the catheter allegedly broke and the top of it remained in the vein. It was further reported that the port was removed because it had been inaccessible for several weeks. Reportedly, the catheter allegedly had several tears down the shaft. Furthermore, the broken catheter was also removed from the vein. There was no reported patient injury.